Manufacturer narrative:
Other applicable components are : product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). Fast depletion of the ins was reported. The ins was implanted in (B)(6) 2017 and was already depleted. The following settings were noted: positive polarity on electrode 6, negative polarity on electrode 2, 450 microseconds pulse width, 60 hertz rate, 5.3 volts amplitude, and 195 ohms impedance. No symptoms were reported.